Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4).evaluation summary: the product analysis lab evaluated the device. The cause for the increased intra-peritoneal volume that was found during evaluation was determined to be insufficient drain, one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 5. The patient's drain volume was 3730ml. The fill volume was 2300ml. This information meets iipv criteria. Baxter product surveillance contacted the nurse on (B)(6) 2011. According to the nurse this device was only used for training purposes. There was no patient involvement with this cycler, therefore, there was no patient injury or medical intervention associated with this event. The nurse stated that they felt like the device was not functioning properly for training so they exchanged the device. No further information is available.